Event description:
Boston scientific received information that this left ventricular (lv) lead was pacing therapy. The lead was found to have dislodged possibly due to twiddlers syndrome. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.